Event description:
Client suffered a bad infection after synvisc injection. Md told her all pts in that area getting synvisc have been getting the same thing. Md will contact MFR. Amount: 16mg. Frequency: qw. Route: ia. Dates of use: (B)(6) 2015.